Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 1ml insulin syringe was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: missing scale marking.